Manufacturer narrative:
A test reservoir was installed and did lock in place properly. No cosmetic damage or missing reservoir tube lip o-ring noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the rubber around the reservoir is falling off. Customer's blood glucose was unknown. Customer stated the reservoir is about to fall off. The device is not returning for analysis.